Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received two inappropriate shocks due to t-wave oversensing with the device programmed to alternate sensing vector. The other sensing vectors were assessed, and the device was reprogrammed to primary sensing vector. It was requested that this patient re-commence latitude transmissions for ongoing monitoring. The device remains in service and no additional adverse patient effects were reported. It was reported that this patient received an additional inappropriate shock for t-wave oversensing. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received two inappropriate shocks due to t-wave oversensing with the device programmed to alternate sensing vector. The other sensing vectors were assessed, and the device was reprogrammed to primary sensing vector. It was requested that this patient re-commence latitude transmissions for ongoing monitoring. The device remains in service and no additional adverse patient effects were reported.